Manufacturer narrative:
Information was received through legal department. No additional information was given.

Event description:
On (B)(6) 2017, hygenic was notified of a claim alleged against theraband for a loss of an eye. The only information received was a poor quality photo of what appears to be a red theraband exercise band.